Event description:
It was reported that during an unknown procedure, the handle was sticking open and close when actuated. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. The analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. Excessive body fluids were found. It is possible that this amount of body fluids can affect the opening and closing of the clamp arm. It is recommended that the clamp arm/blade interface be cleaned as required to avoid excessive build up.